Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the device not functioning as the right cylinder eroded through and was showing through the meatus. A new tactra penile prosthesis was implanted. There were no known complications.